Event description:
The hcp reported the pt was experiencing redness and inflammation at the incision area of the pump pocket. The pump was explanted. The patient is reported to have recovered without sequela.